Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, additional information added in h10. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was not provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed for guidance/instruction involving the commander delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The valve alignment difficulty on the commander delivery system was unable to be confirmed as no imagery nor device was returned. If valve alignment was performed un a non-straight section or tortuous vasculature this could cause the valve to become unseated, this could result in higher-than-normal alignment force creating high tension in the system, which could have led to the reported event. In this case due to the limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference related manufacturer report no.: 2015691-2023-16754. Investigation is ongoing. H3 other text : not returned to manufacturer.

Event description:
As reported from france by our edwards lifesciences affiliate, during a transcatheter aortic valve replacement procedure by transfemoral approach, there were difficulties aligning the 29mm sapien 3 valve on the commander delivery system. It was decided to implant the valve despite the difficulties with valve alignment. After inflation of the delivery system balloon, the valve embolized into the ascending aorta. The valve was repositioned in the abdominal aorta and deployed. A second valve was prepared and implanted in the aortic annulus. Patient is reported to be doing well post-procedure.